Event description:
As physician was working on the tumor, he noticed that the tip was burning hot. He took it out from the patient and pressed the footpedal while touching the flue; he could have gotten burnt, as the flue and tip was so hot. The tumor was in intradurally next to nerves and the spinal cord. He aborted the case due to the excessive heat; as he thought it could possibly harm the patient. Additional clinical information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.